Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019. The manufacturer's field service engineer confirmed the reported nav-ring issue and replaced the front bezel to address the problem.

Event description:
The customer reported a bad nav-ring. There was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.